Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: additional information was received after speaking to the surgeon. According to the surgeon, central supply provided the ple45a device with the old tr45b reloads instead of the ecr45b reload cartridges. Per the surgeon, the wrong reload was loaded in the device without realizing it and when the surgeon was firing on the pouch, the knife advanced and the device cut, but did not deploy staples and the knife seemed to cut through the cartridge while advancing. The surgeon reversed and removed the device and then noticed that the reload did not look right, like it was too thin in the jaws of the device. The surgeon pulled a new device and specifically made sure the correct reload was loaded and there was enough tissue at the pouch that the surgeon was able to use the second device to firing around the previous firing to create the pouch. There were no adverse consequences for the patient. The complaint device will be returned.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on an unspecified firing with an unknown reload, the device would not fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p56d4e. The analysis found that one ple45a device was returned with no apparent damage and with an ecr45b partially fired 1/10 cartridge not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.